Event description:
It was reported that when getting the pump ready there was a light that flashed, and the pump exhibited a "cartridge removed" alarm when filling the tubing. Per reporter after replacing the cartridge on the pushrod and completing again, it seemed to be fine so that the pump was used for infusion on the patient. The reporter noted that at 1:30am that morning, it alarmed again "cartridge removed" so they replaced that pump with their back-up pump. Upon further inspection, there was a crack in the thread of the cartridge housing. There was patient involvement, but no patient harm reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: no product was received for analysis. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.